Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for the call was rep stated that they were replacing the pump and they did a back table prime because the physician didn't want to mess with the catheter. The rep stated that when they went in, they accidentally cut in the 8709 catheter and added on an 8578 new pump segment. They tried to aspirate again and they didn't get any fluid back. The rep wanted to know if they needed to re prime the 7.6 cm segment. The agent reviewed that they couldn't do a single bolus for that 7. 6 cm segment because the medicine was distal. Technical services reviewed how long that patient would do go with medication and then without medication.

Manufacturer narrative:
Continuation of d10: product ID 8709; serial# (B)(6) implanted: (B)(6) 2006; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 15-aug-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.